Manufacturer narrative:
Clinical investigation: there is a possible temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of unresponsiveness, diagnosis of stroke and subsequent death. It cannot be confirmed if the patient was connected to the device at the time of the event. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Stroke is common in chronic kidney disease with poor outcomes. Ischemic brain lesions may initially present with subtle manifestations of cognitive impairment in the patient. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s stroke and subsequent death due to complications from the stroke. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was found unresponsive while performing peritoneal dialysis treatment. The patient contact called the paramedics and the patient was taken to mission hospital on (B)(6) 2020 and passed away on (B)(6) 2020 while hospitalized. The patient contact indicated that the patient had complications from a stroke. Additional information was obtained during follow up with the pd clinic manager. The patient was found unresponsive on (B)(6) 2020; however, it could not be confirmed if the patient was still connected to the liberty select cycler at the time. The patient was transported to the hospital via ems and admitted with a diagnosis of a stroke which was present on computed tomography (CT) scan. The patient expired on (B)(6) 2020 due to complications from the stroke. It could not be confirmed if the patient continued use of the liberty select cycler during the hospitalization. The clinic manager stated that the stroke was unrelated to pd therapy, the liberty select cycler or any fresenius product(s). The patient did not report any issues with the liberty select cycler prior to the event. The patient has a history of a heart transplant for which anticoagulant medication is prescribed and also has cognitive impairments due to dementia.

Manufacturer narrative:
Correction: h6 missing death patient harm code.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information d10: h3: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indication of particulates within the cassette compartment. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.